Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 37751 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller stated that the patient (pt) met with their healthcare provider (hcp) two days ago and the caller's notes confirmed the implantable neurostimulator (ins) was turned on two days with hcp--the caller said the ins had not been on since november. Agent asked if pt had charged ins since november and caller didn't believe so but again, caller noted that per her notes the ins was turned back on two days ago in clinic. The caller states the issue today is that the recharger (insr) shows information on the screen when plugged into the dtc/wall outlet but when removed from the power the screen does not respond. Caller confirmed this today and noted when insr was plugged in it showed the insr charging but only the first quartile--the caller attempted to charge ins with insr with insr plugged in but the screen remained on the insr charging screen (did not show ins charging screen). Green light was displayed on the desktop charger (dtc). Hcp called to inquire upon the status of delivery. Agent reviewed product should arrive on monday. Agent reviewed basic considerations around potential return of symptoms if an ins depleted--caller did not state there were any issues/events n ot already reported in initial case. No symptoms reported.